Event description:
During device preparation, the device was interrogated and contact was then lost. The device was then interrogated again and was observed to be in back-up vvi mode. The issue was resolved by replacing the device. There was no patient involvement.

Manufacturer narrative:
The complaint of bvvi reset was confirmed. The device was received in backup operation. Analysis of device image indicates that backup occurred due to an event queue overflow. The device code was reloaded without any issues. Functional device testing analysis performed, including telemetry functionality, did not find anomalies, and battery voltage was still in the range of normal operation. The device was monitored for several days at room temperature. Interrogation of the device showed it to be in normal range of operation. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.